Event description:
A malfunction was reported on a pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with instructions to reset the pump, assisted with the reset process, and noted that the malfunction code did not recur after this action. The customer was advised to continue using the pump and to call back if any issues arise again.